Manufacturer narrative:
Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump time was set to pm instead of am. Reportedly, the customer changed the time when they were traveling and did not adjust the time match their current time zone. Customer updated pm to am to address the issue. Customer¿s blood glucose level was 148 mg/dl.